Manufacturer narrative:
This MDR includes all; pt, event and device's information davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2010-00423 for information related to the kugel mesh implanted in (B)(6)2006.

Event description:
Pt reported: on (B)(6) 2004 - pt had two perfix plug mesh implanted. Pt had pains in groin area and could not walk. Scrotum filled with blood and left him disfigured. On (B)(6) 2006 - pt went to a new doctor. One perfix plug was explanted and replaced with a kugel mesh. On (B)(6) 2007 - pt reported still having severe groin pain and on pain killers. Pt indicated that he believed that the cause of his issues were due to the doctors and not the devices.